Event description:
The customer reported to olympus, that the air/water flow was not working while using the evis exera iii colonovideoscope. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the failure to clean adequately and insufficient reprocessing was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: replace production label, down angulation was below standard, control knobs play, deep dents and scratches, the bending section cover had crack glue, clog at air water cylinder side, replace air water cylinder (clog), and adhesive open grip an scope cover. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to clogging of the air/water cylinder unit. It was not possible to further specify the cause of the clogging. The instructions for use (IFU) includes the detection method in the following item: operation manual: 3.8 inspection of the endoscopic system: inspection of the air-feeding function, inspection of the objective lens cleaning function. Olympus will continue to monitor field performance for this device.